Event description:
It was reported that patient underwent a reimplant procedure due to old implant pump was scarred up and in the wrong spot. Doctor cut off old pump and replaced it. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Pump retracted up and was not usable to the patient. No adverse patient effects.